Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. The physician provided the patient had an itch and the device came out. The icm device came out of the implant site when the patient was itching the surrounding area. The boston scientific representative provided the patient was prescribed an antibiotic for infection prevention. The patient has possession of the icm device and device return is not expected. There were no additional adverse patient effects reported.